Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following pre-dilation with 2.0 x 20mm maverick balloon catheter, a non-bsc stent was deployed. After stent deployment, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a 10mm longitudinal tear in the balloon 4mm from the tip of the device. The tear was torn apart and damaged likely due to being in the stent or from removal of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following pre-dilation with 2.0 x 20mm maverick balloon catheter, a non-bsc stent was deployed. After stent deployment, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient status was stable.